Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip was inserted and deployed on the mitral valve. However, after removing the lock line, the clip opened to roughly 30-40 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.